Event description:
It was reported that the device was not latching onto cassette. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for investigation in good condition. During testing of the device, error message "cassette not attached properly" displayed when trying to attach the cassette. This was caused by the dso. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.